Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the bending angle in the up direction and play of the up/down knob did not meet standard value due to wear of the angle wire. The forceps channel port was shaved and there were scratches noted throughout the device. The adhesive on the bending section rubber had a chip. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the issue occurred due to deviation of the reprocessing method from the instruction manual; however, a definitive root cause of the event could not be identified. This issue is addressed in the instructions for use (IFU): instructions, operation manual of gif/cf/pcf-290 series, chapter 3 preparation and inspection describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope suction button could not be removed. Inspection and testing of the returned device found that the channel tube had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.